Manufacturer narrative:
Additional information: it was learnt that the patient went to see another doctor who claimed it was necessary to remove the lens because of the film. Together with this report the patient claimed that she also developed chalazion (cyst in eyelids) and another doctor gave her antibiotics as treatment. Then the patient went to another doctor for dry eye treatment. Because of the patient complaints the symfony lens was removed and replaced with a distance only lens. Follow-up indicated that eye was still sore but visual concerns are improving slowly. After almost 2 months post-op, the patient vision improved greatly although still short of 20/20. The doctor encouraged the patient to just give it a little bit more time to heal. Consultation was made with the patient¿s doctors who agreed that there was no film on the iol. It was reported that the film was on the posterior capsule and is due to posterior capsule opacification (pco). Even after explanting the iol, the doctor did not see any film on the iol and he does not think that there is anything wrong with the iol. The reason for the explant was that the patient was complaining of debilitating glare and halo, and the surgeon believed it would be best to exchange the symfony iol with a monofocal iol. The following fields have been updated. Serial number: (B)(4). Expiration date: 1/13/2023. UDI# (B)(4). If implanted; give date: (B)(6) 2018. If explanted, give date: (B)(6) 2018. Device returned: yes; date returned: 9/26/2018. Contact name: dr. (B)(6). Facility name: (B)(6). Device manufacture date: 1/13/2018. Patient code: (B)(4). Patient code (B)(4). Catalog#: zxr00u0175 postal code: (B)(6). Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. On visual examination a film was observed on the surface of the optic body. But this is a typical residue from materials used either during the implantation or the subsequent explant process. Analytical testing on the returned lens was also performed with inconclusive results and we were unable to characterize the film. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to production order was performed. The search revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing diminishing vision after implanting the zxr00 multifocal intraocular lens (iol). Reportedly, the patient went for a second opinion from another surgeon who thought that there was something wrong with the lens. The iol was explanted and replaced with a monofocal lens. No additional information was provided.